Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a high blood glucose of 425 mg/dl. Symptoms that were reported at the time of the incident included none. The customer was not treated for the high blood glucose. The customer reported that the insulin pump fell and the battery compartment got damaged. The customer stated that the high blood glucose was due to not being able to use the insulin pump. Troubleshooting was provided. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will return for analysis.